Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module smartsite infusion set the tubing began bulging during use. There was no report of patient impact. The following information was provided by the initial reporter: material #: 2426-0007 batch #: unknown date: (B)(6) 2022 issue: at 6: 45am the patient's pump started to beep. When investigating the rn noted that the piece that is placed in the pump (silicone segment) was bulging.

Event description:
It was reported while using bd alaris pump module smartsite infusion set the tubing began bulging during use. There was no report of patient impact. The following information was provided by the initial reporter: material #: 2426-0007, batch #: unknown date: 1/28/22. Issue: at 6: 45am the patient's pump started to beep. When investigating the rn noted that the piece that is placed in the pump (silicone segment) was bulging.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11-feb-2022. H.6. Investigation: one photo was taken by the customer that verifies the complaint. One sample model 2426-0007 was returned for investigation by the customer. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with normal saline. An infusion was run using an alaris pump (pump: dchu-0010; pump module: dchu-0011) with an infusion rate of 125 ml/hr for one hour. No bulging was observed during or after the infusion. The customer complaint that the silicone segment was bulging could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a lot number is unknown.